Event description:
The customer reported that an unknown amount of blood leaked from the coulter lh 750 hematology analyzer near the flow cell. She stated that this problem occurred during the night shift and was reported in the morning. Leak is not contained. There was no biohazard exposure to mucous membranes or open wounds. Customer was wearing gloves, lab coat, face shield. The leak did not affect sample or reagent integrity. There was no cross contamination. It did not impact electrical or optical performance. No sample results were affected. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found flow cell (vc18) leaking from sample line fitting (port 6) which had become disconnected from the fitting. He replaced the sample line at port 6 to flow cell to resolve issue. (B)(4).